Manufacturer narrative:
The insulin pump was received with received with broken reservoir tube lip completely broken off and the reservoir does not stay locked in. However, the operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was missing the reservoir tube o-ring., had cracked case at the reservoir tube window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 500 mg/dl. The customer noticed that the reservoir was sticking out of the insulin pump due to damage to the reservoir compartment. The customer treated with manual injection. She was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.